Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started on (B)(6) 2013 at 1:00 pm it is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes regimen in response to the alleged issue. The patient reported, 15 minutes before the alleged issue occurred, he began to feel ¿shaky, tired, dizzy.¿ the patient denied receiving any medical treatment. Replacement products were sent to the patient. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.